Manufacturer narrative:
Concomitant medical products: non-bd filtered extension set, therapy date (B)(6) 2018. Post market surveillance for med consumables. The customer¿s report of leaking between the non-bd microclave and tubing connection was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in a leak at the engagement of the non-bd connector and the entrance luer of the set. Upon detachment of the components, it was noted that the connections were not as secure when compared to similar samples that did not leak. The components were reattached securely to each other and repeated testing no longer identified a leak. The root cause was due to intended component connections to be mated not being securely attached to each other either prior to and/or during use.

Event description:
The customer reported a leak between the nonbd connector and tubing while on a post operative hlhs (hypoplastic left heart syndrome) patient that was highly medically unstable. The patient was receiving an infusion of calcium chloride, milrinone, dopamine and precede. There was no report of patient harm.